Event description:
Sus voluntary event report/mw5080844 - after patient had a bone scan, the surgeon found a detachment at the site and revision needed to be done.

Manufacturer narrative:
Corrected data: on initial medical device report; unique identifier (UDI) number (B)(4) reported in error. Manufacturer narrative: sus voluntary event report/mw5080844 reported the reason for this revision surgery was a bone scan detected a detachment at the site. This investigation is limited in scope as the item associated with this investigation was not returned to djo surgical - (B)(4) for examination. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the infection/reported event. Given the limited information, a search of djo records for an invoice of the primary surgery produced no results. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records, that have not been forwarded by zimmer biomet, will not be made available. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The findings did not lead to a firm conclusion since the needed records were not made available at the time of this investigation. If more information is received at a later date, the complaint will be updated. No further action is deemed necessary.